Event description:
It was reported that the right atrial (ra) lead had abnormal impedance and elevated thresholds. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had elevated impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported a remote transmission indicated that the atrial lead triggered a warning for high/undefined impedance and potential loss of capture was noted on the presenting rhythm. Additional programming changes were done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.